Event description:
It was reported that the patient's scs ipg was no longer operable after a unrelated hip surgery. Surgical intervention occurred where the scs ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. It is unknown if the device was placed in surgery mode. The ipg was explanted and replaced without complications. Effective therapy was restored. . A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.